Event description:
This is filed to report difficult removal and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and dense chordae. It was noted imaging was challenging during the procedure. An ntw clip was inserted and advanced into the left ventricle (lv) however, while in the lv, the physician made very heavy movement with the clip delivery system (cds), causing the clip to became caught in chordae. Troubleshooting was performed and the clip was able to be removed and retracted into the left atrium (la). The clip was advanced again, but at the clip became caught on the anterior leaflet. The clip was able to be removed, but tissue damage occurred. While pulling back into the la, it was observed the steerable guide catheter (sgc) slipped into the right atrium (ra) due to the physician pulling back on the device too hard. It was noted the clip remained in the la. The physician decided to remove both mitraclip devices and discontinue the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported poor image resolution and difficult to remove from anatomy (clip caught on chordae) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove from anatomy (clip caught on chordae) appears to be due to user technique. The reported poor image resolution was due to inexperience echocardiographer. The reported tissue injury appears to be related to the clip caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.